Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient visit to the emergency room and admitted to the hospital greater than 24 hours with high blood glucose level (over 400 mg/dl), diabetic ketoacidosis and symptoms like nausea and feeling throwing up event on (B)(6) 2026 and was treated with intravenous drip.